Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement test and self-test. No further alarms were noted in download history files or during testing. No pump rattle was noted during testing. However, during testing, keypad anomaly was noted. Upon removing keypad overlay, flattened dome (creased) was found. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations of pump rattle were not confirmed when no pump rattle was noted during testing and unit tested successfully. However, other cosmetic damages were noted during visual inspection. Additionally, unit was received with keypad anomaly when flattened dome (creased) was found on the middle button. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was dropped. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the pump rattles. No harm requiring medical intervention was reported. Mmt-1886 was requested and the device was returned for analysis.